Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced high impedances on their l4 drg lead. As a result, the lead was replaced via surgical intervention on (B)(6) 2024; notably, although the explanted lead was cut during the procedure, the lead was fully removed from the anatomy. Therapy was restored post op.